Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, fracture, and high impedance. It was also noted that the patient had auxiliary vein stick, was very active and often exercises. The ra lead extraction was attempted however the stylet was unable to get past the clavicle. The ra lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.